Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The customer was hospitalized on (B)(6) 2018 before passing. The cause of death was low blood glucose that caused a diabetic crash. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was 18 mg/dl at the time of death. The caller was unsure if the customer was wearing the insulin pump at the time of death. The customer was using a competitor's sensors. The caller declined to return the insulin pump for analysis as they did not have it in their possession.